Event description:
N/a.

Manufacturer narrative:
The mayfield horseshoe headrest (a1011) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of this particular complaint relates to customer preference of knob design, rather than failure of product due to defect. There are no manufacturing issues to report, no dysfunction or breakage; thus, no further investigation is required. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the surgeon stated that he does not like the metal knobs/design that are used to tighten the mayfield horseshoe headrest (a1011), because it is too difficult to tighten once the patient¿s head is on the headrest. Additional information received indicates that during a "posterior cervical decompression" procedure, the metal knobs were too difficult to tighten once the patient¿s head was on the headrest. As a result, there was a 30-minute delay in surgery with no patient injury reported.